Manufacturer narrative:
The technician investigated and found the left head side rail latching mechanism has a large quantity of solidified tube feeding solution caked onto the latching mechanism, impeding its function. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance records did not show hill-rom performed any preventative maintenance on their beds. The technician cleaned the left head side rail latch and center arm assembly to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported the left head intermediate side rail is not latching properly. The bed was located in room 238 at the facility. There was no patient/user injury reported. (B)(4).